Event description:
It was reported that, the patient had a tha in 2008. Recently she fell off during walk upstairs. Just in case she went to hospital to check the components. As a result, a surgeon noticed the cracked stem on tha x-ray. However, she does not have any health damages at this point. The surgeon also does not plan a revision surgery on this.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a super secure fit plus stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.